Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that aim-arm radioluc f/piriformis fossa fem had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the aim-arm radioluc f/piriformis fossa fem would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part:03.033.002 synthes lot:l849644 supplier lot:l849644 supplier: synthes gmbh release to warehouse date:17 july, 2018 expiry date: 31 dec,2041 no ncrs generated during production

Event description:
It was reported on (B)(6) 2026 that the piriformis fossa aiming arm for the synthes femoral recon nail system broke where the clips lock into the trocars for the head elements. No surgical delay. Procedure was completed successfully. No fragments generated. No patient involvement.